Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2000 - the patient underwent an unspecified surgical procedure with implant of a bard/davol "marlex" flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to medical records provided by the patient's attorney. Based on the information provided it was reported that the patient experienced fistula formation, lysis of adhesions, material deformation, hole in the rectum, hernia, erosion and infection. Adhesions and fistula formation are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to infection, the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a sample returned for evaluation, an assessment could not be made into the allegation of material deformation. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
As previously reported: (B)(6) 2000 - the patient underwent an unspecified surgical procedure with implant of a bard/davol "marlex" flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum to the previous information; the following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2000 - the patient was diagnosed with a cystocele, rectocele and enterocele. The patient underwent a two part procedure which included a sigmoid colectomy; abdominal sacrocolpopexy with implant of a bard "marlex" flat mesh, paravaginal repair, abdominal moschowitz enterocele repair, posterior colporrhaphy followed by cystoscopy. (B)(6) 2013 - the patient was diagnosed with a colovaginal fistula. The patient underwent a two part procedure which included a bilateral ureteral stent placement, cystoscopy; redo anterior resection, takedown of colovaginal fistula, extensive lysis of adhesions, omentopexy, diverting loop ileostomy and wound vac application to midline incision. Per the operative report details, "the rectosigmoid was densely adherent at the level of the sacral promontory due to the ball of mesh (davol flat) that was present at the promontory and appeared to have eroded into the rectum. In separating the colovaginal fistula, a hole was present within the rectum at the site of the mesh (davol flat). The segment of rectosigmoid, which had contained the fistula and mesh was removed. An additional segment of mesh that had been densely adherent to the sacrum along the right side of the pelvis was excised using scissors to completely free the pelvis of any mesh." During the hospitalization, the patient developed clostridium difficile infection. The patient subsequently recovered and was discharged back to her home. (B)(6) 2014 - the patient was status post ileostomy and diagnosed with parastomal hernia which caused a bowel obstruction, acute renal failure secondary to hypovolemia and history of c-diff infection. The patient underwent an ileostomy takedown and repair of a parastomal hernia. The operative details did not mention any visualization of any residual mesh.